Manufacturer narrative:
Product evaluation: no data regarding product identity was received i.e. No lot or serial number were indicated for the event; therefore, the device history record (DHR) could not be reviewed. No sample was returned, therefore, the condition of the product could not be verified. Because a sample was not returned and no lot number or serial number were indicated for this complaint, the root cause cannot be determined. No further information is expected. (B)(4).

Event description:
In a literature article, an ophthalmic surgeon reported that in 37 eyes of 32 patients, following a glaucoma filtration device implant procedure, corneal endothelial cells decreased. Cells may decrease more in exfoliation glaucoma than primary open angle glaucoma. In the study, changes were examined in postoperative corneal endothelial cells after the gfd implant procedure by using a non contact specular microscope and found a decreasing trend in corneal endothelial cell density (cd) after the gfd procedure over time. During a mean follow up period of approximately 1 year, a greater trend of decrease was observed in the exfoliation group than in the primary open angle glaucoma (poag) group. There was no significant change in hexagonality (6a) or coefficient of variation in cell area (cv). The cause of cd decrease remains unknown. Possible causes include the position of the gfd insertion being closer to the cornea, the angle being on the corneal side, and chronic iris inflammation due to contact with the iris. Postoperative early complications occurred in 20 eyes, including <5 mmhg of hypotonia in 16 eyes, anterior chamber shallowing in 8 eyes, choroidal detachment in10 eyes, and aqueous humor leakage in 5 eyes. Gfd contact with the iris occurred in 9 eyes and contact with the cornea in 2 eyes. This study had some limitations and issues; it is a retrospective study and is not a comparative study with patients undergoing trabeculectomy. Further, the association between the position or angle of the gfd and corneal endothelial cell change should be studied further. This study examined endothelial cells at the corneal center only. Although the results of the study showed a decreasing trend of the mean cd over time, the timing of the decrease varies by patient. If endothelial damage occurred in the surrounding cornea, time would be required for its effect to reach the central part via endothelial cell relocation, and the time required may also vary by patient. Furthermore, in the study, individual patients were not examined in detail. In this study, 6 eyes had a cd decrease of >/= 500/mm2 after surgery and 7 eyes had a decrease of >/= 20%. It was recommended that details of these cases should be studied in the future, including the clinical course of corneal endothelial findings and problems that may be associated with cd decrease. There are two medical device reports associated with this literature article. This report is for 37 eyes.